Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said the first time they charged their implant they did not know what they were doing and it took them 4 hours to charge and the second time it took the same amount of time to charge. Now it only took them 1.5 hours. Patient said they charge the implant on every 4 days and wanted to know if they were supposed to have to do that. Agent reviewed charging frequency depended on settings. Pt said it had been like that since last month. During the call the patient was recharging their implant with an excellent connection. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had tried to contact their manufacturer representative (rep) twice by leaving text messages. Agent sent email to field. Agent also ordered pt manuals. Rep responded that a four day recharge interval "sounds great" and that they would reach out to the patient. No symptoms were reported. Additional information was received, it was reported the cause was unknown. The patient's representative (rep) made a new program that went down to their feet and made it last 11 days. Patient stated it did last that long however, it did not cover their back pain much so they asked the doctor to replace their battery to non-rechargeable and replace every 5 years. The patient was going to have another operation to change their battery to one that is replaced every 5 years. Patient noted recharging their battery was a hassle. The issue was not yet resolved. Patient noted they had their recharger on excellent and still had to charge every 4 days because the battery was totally depleted. The patient was instructed their battery was like a cell phone that they had to charge every night.